Manufacturer narrative:
Additional information was received and clarified the following: the complaint was created for a patient with an impella cp regarding limb ischemia requiring an external bypass and not associated with the mentioned hematoma or an impella 5.5.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports the patient was successfully weaned with a positive outcome and no residual harm. The pump and all components were discarded by the care team and not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), an external bypass was placed on the impella side for lower limb perfusion. A 6fr antegrade reperfusion sheath was connected to the guidewire re-access port of the reposition sheath. The bypass appeared to be clotted and nonfunctional. However, vasopressor requirements decreased and distal pulses were dopplerable, with no evidence of limb ischemia. The post-procedure outcome is unknown. While on support, the device functioned at p-3 at 2.2l/min as intended for lv unloading with d5w sodium bicarbonate in the purge solution. The reported limb ischemia can be attributed to the patient's high-dose vasopressor support, complicated by the underlying cardiogenic shock.

Event description:
Additional information was received that reports the patient survived the explant procedure.